Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the external usb data cable that was connected to the device. Physio replaced the external usb data cable with a new cable from the customer's inventory and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had powered off by itself during a patient event. The customer advised that they had been monitoring the patient, a (B)(6) year-old male, who was experiencing chest pain. The patient never lost consciousness during the event. The customer stated that towards the end of call they were attempting to upload data from their device to their pc tablet using an external usb data cable when the device lost power. They were able to restore power immediately and did not experience any additional issues during the event. The patient survived the event.

Manufacturer narrative:
Physio-control further evaluated the removed usb data cable and determined that the cause of the reported issue was due to the 12 volt line intermittently shorting to ground.